Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wand was sticking within harvesting cannula when advancing product. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wand was sticking within harvesting cannula when advancing product. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cannula and hp1 device were returned to the factory for evaluation on 27jan2020 and investigated on 03mar2020. Evidence of clinical use and evidence of blood were observed on harvesting handle and the cannula shaft. A visual inspection did not identify any non-conformity. A mechanical inspection was conducted. A mechanical evaluation was performed. Following the IFU (instructions for use), the harvesting tool was inserted into the cannula via the tool adaptor port. The tool went into the cannula with no difficulty. The tool was then retracted. No difficulty was observed as well. Based on the returned condition of the device and the results of the investigation the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro wand was sticking within harvesting cannula when advancing product. A replacement device was used to complete the procedure. The hospital did not report any patient effects.